Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's personal therapy manager (ptm) was not working. The pump status reported zero successful activations, 51 lockout attempts, and 23 unsuccessful activations since the last pump update on (B)(6) 2012. The technical report could not be reviewed because, the pump had just been updated. No medical or therapy problem was reported at that time. It was later reported that the patient's ptm had worked great from (B)(6) 2012, but then from (B)(6) 2012, the patient was denied every single request. The patient had reportedly always requested boluses from the same area of the house. The patient was going through withdrawal because, she ran out of oral medication on (B)(6) 2012. The ptm was decoupled and recoupled, and the patient received the bolus. It was noted that the ptm stopped working on the same day as a pump refill which was done under fluoroscopy. It was later reported that the patient was unable to get boluses for days at a time despite not being in a lockout period. It was reported that the lockouts were 4 boluses/day, with 10 minute lockout, and 4/24 dose restriction interval (dri). The programmer would work for a few weeks and had to decouple and recouple in order for it to work. A new programmer was being sent. It was initially reported that the device system was used to deliver morphine and baclofen, but it was later reported that the patient did not have baclofen in the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8835 lot#, serial# (B)(4), product type programmer, patient; product ID 8709sc lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter; product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter; product ID 8590-9 lot# n317063 serial# implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).